Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t wave oversensing resulting in inappropriate shocks (ias) to this patient. The smart pass feature would not turn back on. Additional ias in secondary and primary vectors were observed, due to t wave oversensing. This s-ICD therapy was programmed off and this patient was put onto a lifevest. Rescreening was then performed which all vectors failed. This s-ICD was moved right sided and the r waves were too small; screening failed once more. It was noted that something had appeared to have changed with this patients cardiac status since implant, leading to the change in r wave amplitude. The plan is for this s-ICD system to be replaced with a transvenous system. At this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t wave oversensing resulting in inappropriate shocks (ias) to this patient. The smart pass feature would not turn back on. Additional ias in secondary and primary vectors were observed, due to t wave oversensing. This s-ICD therapy was programmed off and this patient was put onto a lifevest. Rescreening was then performed which all vectors failed. This s-ICD was moved right sided and the r waves were too small; screening failed once more. It was noted that something had appeared to have changed with this patients cardiac status since implant, leading to the change in r wave amplitude. The plan is for this s-ICD system to be replaced with a transvenous system. At this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with an implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.